Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no product malfunction reported. The filter coming off the end of the barewire during removal is due to not using the appropriate barewire as instructed in the products instructions for use which states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint database was performed and there have been no other incidents for difficult to remove reported for this lot. The reported difficulty appears to be user related and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the left internal carotid artery, the emboshield nav6 delivery catheter was advanced on a non-abbott support guide wire, not a barewire. After deployment of the filter, the guide wire was pulled back, the filter came off the end of the guide wire, and the filter migrated to the left external carotid artery. There was no attempt or intervention to retrieve the filter and the filter remains in the anatomy. A non-abbott stent was deployed without embolic protection at the target lesion. There was no adverse patient sequela; however, there was a significant clinical delay in the procedure. No additional information was provided.